Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, during normal use, that the patient experienced intermittent withdrawal symptoms. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the pump was interrogated and the logs were read and there were no alarms. It was reported that an explant was proposed and the date of the planned explant was (B)(6) 2017. It was reported that the issue was not resolved at the time of this report. The patient status at the time of this report was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-23, additional information was received from a foreign manufacturer representative (rep) reported there was no indication as to the issue with the catheter that was causing the withdrawal symptoms. The withdrawal symptoms resolved following the explant.

Manufacturer narrative:
Adv evnt/prod prob: adverse event no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, lot# 0209282975, implanted: (B)(6) 2016, product type: catheter. Product ID: 8578, lot# 0208033289, implanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, lot# 0207039918, implanted: (B)(6) 2013, product type: catheter. The initial MDR was filed as MFR. Report (B)(4). Additional information received showed the correct manufacturing site was site (B)(4). (B)(4) no longer applies to the event. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump serial number is (B)(4). It was reported that a new catheter was implanted on (B)(6) 2017 and the old catheter was not explanted; therefore, there is no explanted product to return. It was further reported that the replacement catheter was attached to the existing implanted pump. It was reported that there is no further information about which segment of the catheter was causing the issue. It was reported that the physician is aware of the event. It was reported that the drugs in the pump were morphine 5 mg/ml at 2.0 mg/day and ropivacaine 8.0 mg/ml at 3.20 mg/day. No further complications were reported and/or anticipated.